Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information provided, and because the device was not returned for analysis a definitive cause for the reported difficulties could not be determined. In this case, it is possible that the cap seal was not fully tightened thus resulting in the reported leak; however, this cannot be confirmed. There was no damage noted to the device during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that the copilot from the accessory kit was noted to be leaking out at the end of the device but the procedure was completed. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.